Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for a male patient which is questioned by the doctor. The following data was provided (<26.2 = normal): (B)(6) 2026 alinity result = 86.4 ug/l troponin t result = positive. Historical results: (B)(6) 2025 troponin I = 55.4 ck = 136 (B)(6) 2024 troponin I = 42.2 ck = 121 ckmb = 12 (B)(6) 2023 troponin I = 106.1 ck = 130 ckmb = 8 myoglobin = 17.5 ldh = 139 (B)(6) 2023 troponin I = 161.2 ck = 176 ckmb = 13 myoglobin = <7.51 (B)(6) 2022 troponin I = 116.4 ck = 119 ckmb = 10 myoglobin = 32.7 ldh = 132 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 (alinity I stat highly sensitive troponin-I) that has a similar product distributed in the us, list number 4z21 (alinity I stat high sensitivity troponin-I) with 510k/PMA/bla number k202525. All available patient information was included. Additional patient details are not available.